Event description:
It was reported that the pump was submerged under water and was "acting very strange." There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.